Event description:
It was reported that the implantable pulse generator (ipg) exhibited a potential pacing issue and premature battery depletion. The pacing lead exhibited malfunctions. The lead remains in use. The ipg was deactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.